Event description:
Date of surgery: 2007. It was reported that "during a routine screw hole preparation of the left c4 vertebrae" using the variable depth drill instrument, the drill appeared to slip from the present depth of 17mm". It was noticed after the surgeon had used the drill and returned the instrument to the table, the "drill stop" had shifted from the depth of 17mm to a new depth of 22mm. The surgeon confirmed that the instrument had slipped. The hole was checked with the depth finder and confirmed that the posterior cortex of the c4 vertebrae had been penetrated "with penetration into the spinal canal and possible penetration into the spinal cord". No pt complications were reported.

Manufacturer narrative:
Device has been returned to the MFR; therefore, product eval is possible. A visual macroscopic examination was performed by a product engineer that revealed that the device was determined to be functioning properly and could not replicate the same failure of the product. The drill stop was disassembled and the critical dimensions were measured and discovered to be within the specifications on the prints. In addition, the critical dimensions on the drill were measured and determined to be within specifications. Unable to determine the cause of the event.